Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the tip detachment could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right popliteal artery. A 5.5 x 150 mm supera self-expanding stent was advanced into the anatomy, however the nose cone (catheter tip) came off. A diagnostic catheter was taken to try to encapsulate the nose cone, however the nose cone was moving away from the sheath. An attempt was made to try to retrieve; when the diagnostic catheter was removed, the nose cone returned into the sheath. The sheath was removed with the nose cone in it. At this point, wire access was still present in the popliteal artery, but the supera stent was sticking out of the artery. The stent was ballooned and put back into the artery by pushing the balloon in. The stent was successfully implanted and the procedure completed. This issue reportedly caused a clinically significant delay of 45 minutes to the procedure but the delay did not result in adverse patient sequelae. No additional information was reported.